Event description:
It was reported that, approximately five months post implant, the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing in unipolar configuration and under-sensing. It was also reported that the right ventricular (rv) his bundle lead exhibited under-sensing. The ra lead was reprogrammed and remains in use. The rv his bundle lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately five months post implant, the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing in unipolar configuration and under-sensing. It was also reported that the right ventricular (rv) his bundle lead exhibited under-sensing. The ra lead was reprogrammed and remains in use. The rv his bundle lead remains in use. No patient complications have been reported as a result of this event.